Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while removing the device from the package, prior to venipuncture, the bd vacutainer® flashback blood collection needle, was found to be uncapped resulting in a clean needle stick injury of the user. No health impact or consequence reported.

Event description:
It was reported while removing the device from the package, prior to venipuncture, the bd vacutainer® flashback blood collection needle, was found to be uncapped resulting in a clean needle stick injury of the user. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-february -14th. H.6 investigation summary : material #: 301746. Lot/batch #: 3109101. Bd received 1 opened sample for investigation. The sample was evaluated, having its non-patient shield removed, and the indicated failure mode for loose IV shield with the incident lot was not observed as it stayed intact with the hub. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.